Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples were jamming.

Event description:
It was reported that the staples were jamming.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. The stapler was returned with 2 staples remaining in the cover block indicating that at least 33 staples were fired by the end user. The two staples appeared misaligned. The trigger was not returned engaged. A dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first attempt resulted in a misfire followed by a second attempt where the first staple properly fired. The second staple was then able to properly fire. It appeared that the misalignment of the two staples prevented the first staple from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. An nc has been opened to further investigate this issue with the 528135 visistat staplers. Additional testing was not applicable for this complaint investigation. The device history review for the product visistat 35r 6/box lot # 73b2200288 investigation did not show issues related to the complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining the first staple from properly firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.